Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs plus meter (B)(4) for two patients. Data could only be provided for one of the patients. The customer tested herself and had no issues. The results were: (B)(6). The customer did not believe this result since the results were consistently high and drew blood for a laboratory test. On (B)(6) 2017, the laboratory tested the sample and the result was 3.6 inr. The laboratory used dade innovin reagent. The patient's dosage was not changed. There was no allegation of an adverse event. The patient's therapeutic range was 2.0-3.5 inr. The patient was not anemic and hematocrit was 31.4. The customer was unsure if the patient was taking heparin. The patient had no antiphospholipid antibodies and no direct thrombin inhibitors. No patient had no illness. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 137037) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.1 inr and 2.3 inr, donor hct: 47% and 52%. Donor 1: master lot / master lot strip and customer meter, 2.1 inr/ 2.1 inr. Donor 2: master lot / master lot strip and customer meter, 2.3 inr / 2.3 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No strips were received for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy.